Manufacturer narrative:
H10: the lot number for all the seven reported malfunctions are not provided, therefore, a lot history review could not be performed. The devices were not returned to the manufacturer for evaluation; however a photo was provided for one out of seven malfunctions. For one of the seven malfunctions, the investigation is inconclusive for the reported break. For all the other six malfunctions, the company is still investigating the issue at this time. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicates the model unk groshong d/l catheters allegedly experienced break. The report was received from various sources. All the seven malfunctions were involved patient with no reported consequences. The patient's age, gender and weight for all the seven malfunctions were not provided.

Manufacturer narrative:
The lot number for all the seven reported malfunctions are not provided, therefore, a lot history review could not be performed. For one of the seven reported malfunctions, product name was reported as groshong nxt PICC. The devices were not returned to the manufacturer for evaluation. However, a photo was provided for one out of seven malfunctions. Therefore, the investigation for the reported events is currently underway. The devices are labeled for single use.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicates the model unk groshong d/l catheters allegedly experienced break. The report was received from various sources. All the seven malfunctions were involved patient with no reported consequences. The patient's age, gender, and weight for all the seven malfunctions were not provided.